Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a hardware failure in the remote manager, which needed maintenance. A field service engineer cleaned the remote manager latch connections to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es remote manager experienced a hardware failure and required maintenance. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.